Event description:
The metal end of the medtronic wrench sheared off when the doctor was attempting to unscrew a lead from the device. The sheared end of the wrench was retrieved. A new wrench was used to complete the procedure.